Event description:
Allegedly, eprd reported 1 new complication for evolution accessory component re-revision (1 infection). No further information was reported. This incident is capturing 1 infection.